Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that there was no fluid in the lens vial. There was no pt involvement. This occurred with 11 lenses. This report refers to lens 10 of 11. Ref MDR# 1313525-2015-00531 for lens 1 of 11. Ref MDR# 1313525-2015-00532 for lens 2 of 11. Ref MDR# 1313525-2015-00533 for lens 3 of 11. Ref MDR# 1313525-2015-00534 for lens 4 of 11. Ref MDR# 1313525-2015-00535 for lens 5 of 11. Ref MDR# 1313525-2015-00536 for lens 6 of 11. Ref MDR# 1313525-2015-00537 for lens 7 of 11. Ref MDR# 1313525-2015-00538 for lens 8 of 11. Ref MDR# 1313525-2015-00539 for lens 9 of 11. Ref MDR# 1313525-2015-00541 for lens 11 of 11.